Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that since a pocket revision surgery two weeks prior to the report, there had been a straight line of numbness across the patient¿s back that went from the implant to his spine. It was noted that there was also a little numbness in his legs, specifically the right thigh when he scratched it. The reporter noted that the patient turned off the stimulation a couple of days prior to the report and numbness was still there. It was noted that when the patient laid on his back, the stimulation went up to his chest which was uncomfortable and was the reason he turned the stimulation off. The reporter noted that the patient put pressure on it and the stimulation fluctuated up and had happened before the revision as well. Additional information has been requested but was not available as of the date of this report.